Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. The returned reamer was confirmed to match the batch number reported. The broken tip of the reamer was not returned. The fracture surfaces of the reamer were dull and grainy in appearance, indicating a brittle fracture from a single overload event. The fractured surface of the reamer has three chipped areas along the edges of the flutes, which could indicate wear. There is also a step-like break through the center of the reamer's diameter. This could indicate a sudden bending moment, which could have then led to the ultimate overload event. A bending moment such as this may occur when sudden force is applied to the reamer perpendicularly. No definitive conclusion can be made.

Manufacturer narrative:
Device evaluation is pending return of device. A follow up report will be submitted upon completion of the investigation.

Event description:
Fibula nail 2 2.7mm reamer broke up during the reaming. The top of the 2.7mm reamer got stuck to the patient bone. There was a 15 minute delay in surgery.